Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The events of seroma and lymphoma alcl are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation was seroma and lymphoma alcl. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported right side recurrent seroma. Multiple aspirations were performed and cytology identified anaplastic large cell lymphoma in fluid. Markers of "alk1 was negative" and "strong cd30 expression" were confirmed. A capsulectomy was performed and the device was explanted. Radiotherapy was given as treatment.

Manufacturer narrative:
Continued h6: f2201, f2303. Additional, changed, and/or corrected data.

Event description:
Patient representative reported patient experienced "right breast swelled dramatically" and patient "experienced extreme fatigue" not device related. The device was replaced.